Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp. The medication being infused via the implantable infusion pump was gablofen (2,000 mcg/ml, 99 mcg/day); the start date was when the pump was implanted in (B)(6) 2009, and then the pump was at minimal rate at 11.8 mcg/day. Other medications the patient was taking at the time of the event included the patient was given oral baclofen to help with withdrawal symptoms. The patient's pertinent medical history included no known drug allergies, seizure disorder, cerebrovascular accident (cva), spastic hemiplegia, aphasia, diabetes mellitus (dm), hypertension (htn), and lumbar fusion. Regarding what actions/interventions were taken to resolve the cut catheter, there was no surgery performed, and the patient was to let the hcp know if she felt she wanted to keep or remove the pump/catheter. The event had been resolved; the patient did not suffer any ill-effects from the catheter being cut. The patient felt her spasms were under control even without the pump working. Regarding the previously reported unrelated back surgery, it was clarified that during a lumbar spinal fusion, the catheter was accidentally cut, the catheter came out of the intrathecal space, and it was tied off. The patient experienced no severe withdrawal symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n188532028, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implantable infusion pump. The indications for use were noted as intractable spasticity and cva (stroke) das system. On (B)(6) 2015, the patient's catheter was severed during an unrelated back surgery. The pump was reprogrammed to reduce the flow to minimum flow rate after the catheter was severed in the hospital. The patient had no ill effects from having the catheter severed. The patient may not get the pump replaced, as they were not having spasticity anymore, "just a little in the foot." The arm and leg spasticity had not returned since the pump was reduced to minimum flow rate. The reporter was redirected to the healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.